Event description:
It was reported that the implantable loop recorder (ilr) showed atrial fibrillation episodes that were possibly due to under and oversensing. The sensitivity was adjusted and the ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).